Manufacturer narrative:
Zoll medical corporation evaluated the device, CPR adaptor and multi-function cable and the customer's report was not replicated or confirmed. The device was put through extensive testing which including discharging using stat-pads ii into a qed6 while bench handling, flexing the multi-function cable and CPR adaptor aggressively and defib cycle testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
The customer reported via phone call that they experience high blood glucose. Blood glucose reading was 447 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at time of event. Customer was treated with manual injection and insulin pen for high blood glucose. No further patient complication were reported. Insulin pump will not be return for analysis.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the log shows that the device never recognized that the CPR adaptor was connected to the multifunction cable. If the CPR adaptor itself were faulty, there would be specific entries within the log indicating that. Analysis of reports of this type has not identified an increase in trend.